Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a nanocross device with a 6fr sheath and 0.014 guidewire for the treatment of a 250 mm moderately calcified lesion in the distal/mid right superficial femoral artery/posterior tibial artery of diameter 3.0 mm. Lesion exhibited 70% stenosis. Vessel described as being slightly tortuous. Embolic protection was not used. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device nor was excessive force used. An inflation device was used with saline and contrast for inflation. Device was prepped as per IFU without issue. It is reported there were difficulties experienced when the physician attempted to remove the balloon post inflation. It is reported the catheter was removed with a gooseneck snare but a portion of the balloon had torn away from the catheter. The physician successfully pulled the balloon fragments out of the posterior tibial artery into the superficial femoral artery. However, he was unable to be pull the balloon through the sheath. The physician decided to deploy a stent to tack the balloon material to the vessel wall. Following deployment of the stent there was brisk flow and no flow limiting deformities visualized.